Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation events as well as pump stoppages; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 19mar2019 to 17apr2019. The pump operated above the low speed limit until (B)(6) 2019 at 11:08:34 pm when the log file recorded a low speed operation event which progressed into a pump stoppage. The pump regained speed on its own and operated above the low speed limit until 16apr2019 at 9:41:02 pm when the log file recorded another low speed operation event. The pump regained speed on its own and operated above the low speed limit for the remaining duration of the log file. The patient was operating on their power module for all abnormal pump operation. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion of driveline was returned in a segment measuring approximately 19.5 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found superficial damage to the silicone sleeve on the driveline and there was breakdown in the metal braided shield from the metal connector to approximately 4 inches, as well as 6 inches, 8.5 inches, and 11 inches from the metal connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. An incidental finding of superficial damage to the outer silicone jacket was found during the evaluation. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that on (B)(6) 2019 the patient had a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return.the patient was discharged on an ungrounded cable with no further issues.

Manufacturer narrative:
Approximate age of device ¿ 3 years 10 months (the age is calculated from the date of implant to the event date.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient appeared to be having a short-to-shield. The patient was put on an ungrounded cable as a precaution. Log file analysis showed two pump stops that correspond with low speed hazards/advisories. The first pump stop occurred on (B)(6) 2019 and the second occurred on (B)(6) 2019. Speed drops were as low as 0 rpm. These issues only appeared to be occurring while the vad was connected to the power module. Per customer, there was no trauma to the percutaneous (perc) lead. The patient lost a significant amount of weight recently. The x-ray images of the external perc lead showed the shielding to be degraded. The patient was lying down when both alarms occurred. The patient was asymptomatic. Other than the degradation of shielding, there were no other areas of interest. Patient was stable and sent home on an ungrounded cable. A perc lead replacement was scheduled for (B)(6) 2019. Patient was stable without any alarms on the ungrounded cable.